Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, blood pressure high, obesity, gastric biopsy, chronic gastritis, gastric foveolar hyperplasia, gerd, esophagogastroduodenoscopy, abdominal pain, bloating, menorrhagia, abdominal pain lower, fibroids, hypertension, depression, dysfunctional uterine bleeding, obstructive sleep apnea syndrome, essential hypertension, leiomyoma of uterus, unspecified, ovarian cyst benign (excl physiological), paratubal cyst, uterine fibroid and uterine bleeding. Previously administered products included for an unreported indication: tylenol and motrin. Concomitant products included hydrochlorothiazide, meloxicam and sertraline. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced arthralgia ("allergic or hypersensitivity reaction type joint pain all over body(hip, knees, ankles)"), peripheral swelling ("allergic or hypersensitivity reaction type swollen hands"), hyperkeratosis ("allergic or hypersensitivity reaction type, calluses"), rash ("allergic or hypersensitivity reaction type, rashes on the hand") and menstruation irregular ("my cycles were irregular"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse) one year after essure"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), metrorrhagia ("she also had bleeding between cycles"), abdominal pain lower ("severe cramps") and abdominal pain upper ("stomach pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). On an unknown date, the patient experienced menorrhagia ("menorrhagia") and anxiety ("anxiety") and was found to have weight increased ("weight gain/ loss( specify which one ): weight gain"). The patient was treated with levonorgestrel (mirena) and surgery (hysterectomy (full), bilateral salpingo-oophorectomy). Essure was removed on(B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, metrorrhagia and abdominal pain upper had resolved and the abdominal pain lower, uterine leiomyoma, dyspareunia, arthralgia, weight increased, peripheral swelling, hyperkeratosis, rash, menstruation irregular and anxiety outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, arthralgia, dyspareunia, hyperkeratosis, menorrhagia, menstruation irregular, metrorrhagia, pelvic pain, peripheral swelling, rash, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. 3 trailing coils at both end. Discrepancy in insertion date (B)(6) 2014 and (B)(6) 2014 (per pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-nov-2020: pfs and mr received: the case become serious incident. Event " injury nos" was replaced by " pelvic pain". Events: vaginal hemorrhage, menorrhagia, metrorrhagia, abdominal pain lower, fibroids, dyspareunia, joint pain, weight gain, stomach pain, swollen hands, calluses, rashes on hand, my cycles were irregular, anxiety ", medical history, lab data, concomitant drugs, patients date of birth, patients aka name, patient demographic, reporter information, essure product details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.